Manufacturer narrative:
The testing algorithm for the advia centaur xp hbsag conf assay was not followed. The algorithm indicates that the sample should be tested neat. If the system reports the result as redilute, the sample should be diluted. The customer diluted and tested the sample prior to obtaining a result of confirmed on the neat sample. The (B)(6) instruction for use (IFU) under the results section states the following: "samples with an index value of > 1.0 but [< 50 are considered (B)(6). The test must be repeated in duplicate. If 2 of the 3 results are (B)(6), the sample is considered (B)(6). If at least 2 of the 3 results are (B)(6), the sample is repeatedly (B)(6), and the presence of (B)(6) should be confirmed with the advia centaur hbsag confirmatory assay, additional (B)(6) marker assays, or another approved confirmatory method." The (B)(6) confirmatory instruction for use (IFU) under the interpretation of results section states the following: "the system calculates the cutoff and percent neutralization automatically based on the calibration of the advia centaur hbsag confirmatory assay and the values obtained for the sample run with reagent a and reagent b. Note: the cutoff is based on rlu values of the calibrators and not on the advia centaur hbsag index value (index value = 1.0). This is so that the cutoff can be adjusted to allow for dilution of the sample with reagent a and reagent b. The system reports advia centaur hbsag confirmatory results as invalid, redilute, not confirmed, or confirmed: samples are reported as invalid if the sample run with reagent b is below the cutoff value of the advia centaur hbsag confirmatory assay. The assay is invalid and should be repeated. If the interpretation is invalid after repeat testing, it means a valid result cannot be obtained with this sample and a new sample should be obtained. Samples reported as redilute require further dilution for confirmation. Samples reported as not confirmed are (B)(6). Samples reported as confirmed are (B)(6)." The instrument is performing within specifications.

Event description:
Customer observed a (B)(6) result for a patient using the advia centaur xp hbsagii assay. The customer reflexed to the advia centaur xp hbsag confirmatory (conf) test using the sample neat and diluted 1:50. The neat result was confirmed but the diluted result did not confirm. There are no reports that treatment was altered or prescribed or adverse health consequences due to the diluted patient that did not confirm using the advia centaur xp conf test.